Manufacturer narrative:
An investigation was performed on the analyzer and the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the products is not functioning as intended. Corrected to indicate that the product is a single use product. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a single patient on the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. A customer from the united states alleged a result discrepancy when testing a patient sample with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The patient was tested 4 times using the same collected sample. Test 1, 2 & 3 were all done on the same analyzer the liat 18870. The 4th run test was performed on a different analyzer the liat 18850. The patient¿s first run test generated positive results on cobas® liat® sars-cov-2 &influenza a/b test. The patient¿s second run test was a cobas® influenza a/b & rsv (frta) assay that generated negative results for the respiratory syncytial virus (rsv), influenza a & influenza b. The second test with the frta assay was to determine if influenza a/b results were valid. The patient¿s third and fourth run test generated negative sars-cov-2 &influenza a/b test results on both the liat 18870 & liat 18850 analyzers. The sample was collected via nasopharyngeal swab with babio viral transport medium (vtm). As per the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. Nasopharyngeal swab collection kits are flexible minitip floqswab with universal transport media (utm ®) from copan diagnostic or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Test results were not reported to the patient or physician. The customer confirmed that there was no allegations of harm to the patient. The investigation to assess the customer allegation has not yet been completed.